Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the interface printed circuit board (pcb) was found broken and was subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the interface pcb. However, how or when the pcb became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported laser intermittent, not firing. Additional information has been requested, but none has been received to date.